Event description:
A male pt reported experiencing severe pain, light sensitivity and was unable to open his right eye while using renu with moistureloc multi-purpose solution. He visited his physician who diagnosed him as having an ulcerated cornea. The pt also indicated that he developed keratitis. He was prescribed acular, zymar, ciloxan and was advised to avoid sunlight, stay indoors and to refrain from heavy lifting for 3-4 weeks. He had three follow-up visits to monitor the progress of the healing. The pt indicated that his eye doctor told him that the area of damage to his eye was above the critical area of vision; however, he did have permanent peripheral corneal scarring. The pt also indicated that he went to a hospital. Although repeated requests were made to the pt, he did not follow up with doctor info, or provide a medical release.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this specific complaint since no product was returned, and no lot number or doctor info was provided. Based on available info, no causal factors can be determined, and no conclusion can be drawn. Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the mfg facility enviromental records, a review of batch records and testing of retain samples for numerous produced lots.. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.